Event description:
Per the customer and sales rep: "lever lock rotated to end of threads will come off easily." The rn had a set disconnect with heparin running. This was caught "in time" and the pt's ptt was 28.5. The pt was given 2000ux of heparin and the next ptt was "therapeutic" per rn. No other pt issues or treatment associated with this event.